Event description:
Healthcare professional reported injecting a patient in the lips with half a syringe of juvéderm volbella® xc. Four months later, the patient was injected in the lips with another half of a syringe of juvéderm volbella® xc. A month later, the patient reported ¿tender and painful nodules¿ on the lips. The patient was prescribed a medrol dosepak, which worked but once it ceased, the event returned. Eleven days later, the patient was prescribed another medrol dosepak and doxycycline. After 2 week, the patient¿s lips were ¿less inflamed,¿ but the event would return after ceasing medication. The patient was treated that day with 2 vials of hylenex and prescribed more doxycycline. Three weeks later, it was noted that the patient had no redness and less inflamed lips, but the nodules remained. The patient reported ¿swelling¿ the next day. After 7 weeks, the nodules were no longer visible, but the patient reported that a different area of their lips would ¿swell¿ every couple of days and ¿las a couple of hours." The patient was treated that day with 2 vials of hylenex. After 2 weeks, the patient reported that ¿random swelling¿ in the lips remained. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00750 (abbvie complaint #pr (B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella® xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the syringe has been discarded.

Event description:
Additionally, the healthcare professional reported that the patient was treated with biaxin and a medrol dosepak half a month after the hylenex and doxycycline treatment.